Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s father stated on (B)(6) 2019, upon removing the sensor the insertion site was inflamed with pus present. On (B)(6) 2019 the patient was seen by a physician and prescribed unspecified antibiotics. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.